Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of the rotalink burr catheter. The sheath, coil, burr and annulus were microscopically examined. There are numerous sheath kinks. The sheath was completely separated/torn 22.5cm from the strain relief, there is blood in the sheath due to the tear. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 12feb2020. It was reported that the burr could not work normally. A 1.50mm rotalink burr was selected for use. During preparation, it was noted that the burr could not work normally. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, device analysis revealed that the sheath was completely separated/torn 22.5cm from the strain relief.